Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the blade performed as expected. The position that was used in the straight shaver blade was to move or lateralized anatomy. When it was not intended to do and as when they were moving or lateralizing anatomy, the blade broke. The blade was then pulled out from the field and a new one was used. The turn over was abruptly 3 mins. There was no patient impact.